Manufacturer narrative:
Insulin pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, overlay scratched, cracked case behind the pump near the battery compartment, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had damage at reservoir connection. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.